Event description:
The manufacturer received information alleging a ventilator service required alarm had occurred on the device. The patient's family confirmed the patient was in a stable condition. The device was replaced with another device of the same model. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The philips service technician determined the internal battery had failed, causing the vent service required alarm to occur on the device. The device's internal battery was replaced to address the issue. After replacing the part on the device, the final and run-in tests were performed, along with the battery and valve checks. The device was operational, and it was cleaned.